Event description:
Information received indicates there is no power from the left siderail due to a cut siderail cable, exposing bare wiring.

Manufacturer narrative:
The technician replaced the left siderail cable to repair the bed.